Manufacturer narrative:
The impella device was received from the customer however the evaluation of the device has not yet been completed. Upon evaluation and/or investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The physician attempted to reposition the impella and it inadvertently pulled back into the ascending aorta. Multiple attempts were made to re-advance the pump back into the left ventricle, but attempts were unsuccessful and the device kinked partially due to the long tunnel and hard pushing. The physician made the decision to implant another impella 5.5.

Manufacturer narrative:
The investigation for the reported optical issues and positioning issues has been completed. The impella 5.5 pump was returned. The pump was visually inspected and catheter was found to be torqued/kinked during support. No other physical abnormalities or damages were found. The optical bench 5s parameters were found to be normal and the light continuity test passed without any issues. Pump was connected to the console and ran at p-9 in bucket of water. No optical signal issue or alarm reproduced during the testing. Data logs were reviewed, and placement signal unreliable alarm observed during support on (B)(6) 2024 with placement signal spiking. The optical 5s parameters snr, contrast was found to be decreasing, while the lamp, gain had a slight increase in trend. The pump was changed on the second console and the snr, contrast was found little variable all over the place and low in range. The before pumps used on first and second console had no similarities of optical 5s failure trend. No other abnormalities were found in the logs. The cause of the positioning issue was use related per return product investigation and clinical review. Added- h6 impact code 4629 in accordance with updated procedures, sections d6 have been revised from the initial submission.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The cause of the optical signal issue was not determined since issue could not be reproduced with return product and based on inconclusive evidence per log review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number -2. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank on the initial report. G1 reporting contact email updated.

Event description:
The complainant also reported that, while on support, the pump experienced a placement signal not reliable alarm that was resolved with alternative means of monitoring.